Event description:
It was reported that oversensing noise was observed. No intervention was performed. Further information was requested however, was not provided.

Event description:
It was reported that oversensing noise was observed on the right ventricular lead. No intervention was performed. The patient was in stable condition.

Event description:
It was reported that oversensing noise was observed on the right ventricular lead. No intervention was performed. Further information was requested however, was not provided.